Event description:
While using a byte retainer, patient reported that their upper retainer is digging into their gum when they put in their retainer. They had to modify the retainer to prevent the edge from digging into the gum. Requested additional information and provided comfort tips for bleeding.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.